Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The caregiver reports cleaning the skin with soap and water then applying the one piece appliance. In addition, caregiver was instructed on skin care and crusting using (B)(6) powder first, and then the protective barrier wipes. Lastly, to create a flat surface by placing eakin cohesive seals into the creases. Caregiver was instructed to notify cvt with any questions, concern and if condition persists. Add'l info received indicated that an investigation was conducted by evaluating and assessing the baseline complaint data; procedure review of changes in materials and processes; review of the risk probabilities calculated and review of returned products. Through the analysis of the complaint data feedback, a specific root cause cannot be determined. The feedback expressed by the ostomy pts and/or health care provider is consistent with the conditions that ostomy pts experience as reviewed. An investigation report on field skin irritation was used for the comparison analysis of the eval. There was no returned product available for review. This complaint will be closed. Skin related field feedback and/or complaints will continue to be tracked nd evaluated according to convatec inc. Procedures. A returned sample was not expected for this complaint. No add'l info is expected.

Event description:
End-user's caregiver reports redness to the peristomal skin under the lower portion of the wafer's mass that does not extend under the tape border. The redness began about 1 to 2 weeks ago. There are deep creases at the 3 o'clock and 9 o'clock positions. There is leakage that begun approx 1 to 2 months ago; from these areas and the site of the redness.